Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-20301. The pt was implanted with multiple trial leads having the same lot number. It was reported, the pt lost stimulation. A sjm rep reprogrammed the pt and reported all impedance are normal. Troubleshooting was attempted to no avail. F/u revealed the trial ended and leads were explanted on (B)(6) 2013.